Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) observed pin of the fan power supply wasn't correctly connected to its plug. Fse performed troubleshooting, correct fan and power pin repositioning, diagnostic and functional tests performed repair completed. Function tests performed with positive results.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a failure detected in one or more fans. No patient involved.